Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical engineering department with an unsigned noted that stated, "pendant not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted on (B)(4) 2011 at the user facility by the hospira field service engineer. The pt pendant was rec'd for further testing on (B)(4) 2011. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.